Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07140. It was reported that the patient's lead site incision opened on (B)(6) 2019. As a result, the physician decided to explant the system on (B)(6) 2019 in order to decrease risk of infection. Following, the patient was stable.